Manufacturer narrative:
The date of the events is unknown. According to the article the date range for the study was from 2015 to 2017. For this reason, the first day of the range (january 1st, 2015) was used as the occurrence date. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 ultra valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The cause of the annular ruptures remains indeterminable due to the limited information provided in the article. It is possible that the events were related to patient and/or procedural factors described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A retrospective single-center study from (B)(6) of all consecutive patients with severe symptomatic aortic stenosis who underwent tavr with a sapien 3 valve from 2015 to 2017 was reported in the medical article: 'prosthesis-patient mismatch is an independent predictor of congestive heart failure after transcatheter aortic valve replacement', corresponding author alexis theron. Upon review of the article, the following events were identified pertaining to an edwards device: 2 patients died intraoperatively, as a result of an aortic annulus rupture.